Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to clean the pneumatic tap area and remove the pump from its case, which helped resolve the issue. The caller successfully loaded the cartridge and resumed insulin use.